Event description:
There were five incidents of the hubs (female luers) cracking. The incidents occurred from < 1 week to 2 weeks after insertion. Three clear luers and two red luers cracked. One device was saved and will be returned for evaluation.